Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened button dome switch. The insulin pump passed the self test and the displacement test. No constant tone was noted. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported she called back and stated the issues with constant tone did not go away after leaving the battery out for a couple of hours. Customer's blood glucose was unknown. Customer stated the initial issue was he changed his battery due to low battery alert and upon inserting a new battery the keypad was unresponsive. Customer stated the device was not exposed to moisture damage. Customer was advised to discontinue use of the device no further information reported.